Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient had a left total hip arthroplasty on (B)(6) 2005. It is further alleged that the patient is experiencing squeaking noise in the area of her hip.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Remains implanted.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient had a left total hip arthroplasty on (B)(6) 2005. It is further alleged that the patient is experiencing squeaking noise in the area of her hip.

Manufacturer narrative:
An event regarding alleged audible noise involving a trident liner was reported. The event was not confirmed. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, xrays, patient history & follow-up notes are needed to investigate this event further.